Event description:
It was reported that the patient was experiencing a loss of therapeutic effect with no stimulation sensation. The event or symptoms occurred following a fall that occurred a few days ago. The patient had an appointment with their healthcare provider. It was confirmed that the ins was on. Patient was on program 3 at 3.7. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3889-28, lot # v813487, implanted: (B)(6) 2011, explanted unknown; programmer model # 3037, lot # njd138348n. (B)(4).